Event description:
It was reported that during a battery end-of-service follow-up by a company representative, a vns patient was found to be deceased after a search of online obituaries. Additional relevant information has not been received to-date.